Manufacturer narrative:
As of today, the device has not been returned for analysis. It may have been buried with the patient. If the device is returned, the event will be updated. No additional information is available at this time. If additional information becomes available, the event will be updated. On june 17, 2005, guidant corporation (now boston scientific crm) issued a physician communication regarding deterioration in a wire insulator within the lead connector block which, in conjunction with other factors, could result in an electrical short circuit that can prevent the delivery of shock and pacing therapy. Changes to try to prevent this anomaly were made in april and november of 2002. This device was manufactured before april 2002, and is included in this population.

Event description:
Boston scientific crm received information that the patient implanted with this implantable cardioverter defibrillator (ICD) which is included in this advisory population expired due to unspecified cause. At the time of the patient's death, there were no product performance allegations. New information indicates that this patient or a representative for the patient has retained an attorney and recently submitted paperwork as part of the litigation process.